Event description:
It was reported that the customer's insulin pump had a compromised force sensor system alarm. The customer's blood glucose levels were reported to be in the normal range, but the exact values are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)